Event description:
This device was returned with oos documentation from biotronik representative. Per oos, this lead was explanted due to loss of capture. This lead was replaced with a setrox s 53. There are no adverse events reported for this patient.